Event description:
Cadd pump was set and connected to pt's IV. After 30 minutes the entire vial was infused (demerol, 300 mg) pump was taken down and settings reviewed. Event log downloaded and printed.